Manufacturer narrative:
(B)(4). Examination of the returned device finds the smaller post and balseal are damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) 103045639 recommended a device correction which was initiated on (B)(6) 2015. (B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. (B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instruments were broken during procedure. All pieces recovered and no impact on the case occurred. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device finds the smaller post and balseal are damaged and still intact. Hhe (health hazard evaluation)/qrb (quality review board) (B)(4) recommended a device correction which was initiated on june 12, 2015. CAPA-(B)(4) determined the likely root cause to be related to misuse, and requires mandatory sales training on proper use and application of the device by depuy sales consultants. CAPA-(B)(4) will also monitor the mandatory field training. The need for further corrective action was not indicated. Continue to monitor per post market surveillance sep-419.

Event description:
Upon evaluation of the returned device ((B)(4)), the smaller post and balseal are damaged. No breakage was identified.